Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During a non-clinical activity, the user observed an error message indicating gas bottle "b" was empty during calibration. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.